Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two new leads to replace two that had perforated. The patient is now feeling the same "funny" feeling that they had when the other leads perforated. There is a possibility that the two new leads have perforated. The right atrial lead is still in use. The pacing lead was inactivated. The previous atrial and right ventricular leads were removed. No patient complications have been reported as a result of this event.